Event description:
Shortly after upgrading all patient information centers (pic) of a philips intellivue system seven months ago, the pic in ICU would intermittently lose the audible portion of alarms (become muted). This usually occurred during the midnight shift. During those times when alarm audio became muted, the clinical staff would enable bedside audible alarms. The on-call biomed tech would respond to the problem, confirm the audio volume had been set (changed) to "mute" and re-boot the pic to restore alarm audio. This situation continued intermittently for five months.manufacturer response for monitor system, physiologic, central, intellivue: visits by field service engineer. Error and event logs forwarded to factory for analysis.